Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to install the cartridge during the load process. Reportedly, that the cartridge was getting stuck at the very top of the guide tracks and they were unable get it on the pump at all. Customer did not observe any damage or warping of the guide tracks. Customer indicated that they would wait until their follow up appointment to install the cartridge. Customer's blood glucose levels were not no impacted.